Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have accidentally smashed insulin pump at work. Customer's blood glucose was 152 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with peeling keypad overlay, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, minor scratches on display window, and stained end cap sticker noted.